Event description:
It was reported that the user broke her toes and foot when a powered chair drove forward into a cabinet. The user did not seek medical intervention. Should additional relevant information become available, a supplemental report will be submitted.